Event description:
New information received stated that the device was explanted and replaced on (B)(4), 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. Patient was stable.

Manufacturer narrative:
Date of event- the previously reported date of event: (B)(6) 2018 was incorrect; the correct date of event is (B)(6) 2018.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
Correction: remedial action type "recall" and correction/removal reporting number "z-0003-2018" should have been included on the initial MDR.